Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain disgnosed with endometriosis 4-5 years before implant 2007") in an adult female patient who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included bleeding genital, migraine, anxiety, headache, pap smear abnormal, depression, ovarian cyst, panic attacks, bladder operation and knee arthroscopy. Concurrent conditions included hypertension, drug allergy (shellfish, ibuprofen, meloxicam, tramadol. She does appear to be allergic to almost all of the all nonsteroidal anti-inflammatory agents), dysmenorrhea, menometrorrhagia, adenomyosis, paratubal cyst, weight gain and endometriosis. Concomitant products included sertraline hydrochloride (zoloft) since 2013. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches,"). In 2014, the patient experienced obesity ("moderate obesity") and was found to have weight increased ("weight gain/"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety") and hypertension ("blood or heart disorder/condition type: high blood pressure/hypertension "). The patient was treated with surgery (aparoscopically-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the migraine, anxiety, obesity, headache, hypertension and weight increased outcome was unknown. The reporter considered anxiety, headache, hypertension, menorrhagia, migraine, obesity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the right ostia had 4 visible coils and the left ostia had 4 visible coils noted diagnostic results: 19-dec-2013 : us pelvic transvaginal - 1. Mild smooth thickening of the fundal endometrium with hyper echoic appearance may be associated with the patient's menstrual cycle. Consider repeat examination in 6 weeks to evaluate for resolution or possible polyp. 2. There is a benign-appearing cyst adjacent to the endometrium on the right, measuring 4 rom in size. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: reporter details added. Events plaintiff did not undergo essure confirmation test, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, migraines / headaches, blood or heart disorder/condition type: high blood pressure, weight gain were added. Concomitant drug, medical history were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 936683) inserted for female sterilisation. The patient's past medical history included hypertension and bleeding genital. Concurrent conditions included drug allergy (shellfish, ibuprofen, meloxicam, tramadol. She does appear to be allergic to almost all of the all nonsteroidal anti-inflammatory agents), dysmenorrhea, menometrorrhagia, adenomyosis and paratubal cyst. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (aparoscopically-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the right ostia had 4 visible coils and the left ostia had 4 visible coils noted. Diagnostic results: (B)(6) 2013 : us pelvic transvaginal - 1. Mild smooth thickening of the fundal endometrium with hyper echoic appearance may be associated with the patient's menstrual cycle. Consider repeat examination in 6 weeks to evaluate for resolution or possible polyp. 2. There is a benign-appearing cyst adjacent to the endometrium on the right, measuring 4 rom in size. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 936683) inserted for female sterilisation. The patient's past medical history included hypertension and bleeding genital. Concurrent conditions included drug allergy (shellfish, ibuprofen, meloxicam, tramadol. She does appear to be allergic to almost all of the all nonsteroidal anti-inflammatory agents), dysmenorrhea, menometrorrhagia, adenomyosis and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (aparoscopically-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the right ostia had 4 visible coils and the left ostia had 4 visible coils noted diagnostic results: (B)(6) 2013 : us pelvic transvaginal - 1. Mild smooth thickening of the fundal endometrium with hyper echoic appearance may be associated with the patient's menstrual cycle. Consider repeat examination in 6 weeks to evaluate for resolution or possible polyp. 2. There is a benign-appearing cyst adjacent to the endometrium on the right, measuring 4 rom in size. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs and mr received : lot number was added. Concomitant diseases and lab data added. Essure insertion and removal date was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.